Event description:
Treating neurologist indicated that he believed that the pt's generator had reached normal end of service, to which he attributed their increased lethargy. Neurologist indicated that the pt's device was programmed to very high settings and that the device had reached normal end of service although device diagnostic testing yielded an elective replacement indicator of no. Additionally, a calculation of estimated battery life based on current device settings revealed that the pt's generator should not reach end of service for 4.32 more years. It was reported that there has been a steady increase in seizure frequency over the past several months. The pt underwent genertor replacement surgery, after which they were reportedly doing well. It was reported that the pt's vomiting was not related to the vns and that the pt had a gi problem that has since resolved. Additionally, treating neurologist indicated that there were some concerns regarding noncompliance to prescribed drug regimen by the pt's family members and that the pt had history of subtherapeutic drug levels. The pt's family member stopped the zonegran approx one year ago because the pt became very sleepy. Investigation to date has been unable to determine the cause of the pt's increased lethargy and whether or not the generator had reached normal end of service.